Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault and vent inop alarm when unit is powered on. There was no patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.